Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation and the customers allegation was not confirmed, however, the device evaluation did observe that the color of the image was bad due to a printed circuit board failure and that the top cover was damaged and deformed and has a poor appearance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the image was freezing on the evis exera iii video system center. It is unknown when the issue was observed, but it was noted that no procedure was associated, and that no patient harm was associated with this event.